Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by an attorney, who stated that the unit was in a "fire's area of origin." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Drive participated in an inspection of the fire scene with an electrical engineering expert, who confirmed that the unit was located in a different room of the dwelling than the area of the fire's origin, and did not suffer any damage. It was therefore ruled out as a potential cause of the fire.